Event description:
It was reported that usage is beginning to produce rust on the cases. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that rust had formed on various surfaces. On the underside of the application, there are visible marks (from washing up liquid) on the surface. The visible traces of corrosion can be easily removed mechanically. We are therefore able to confirm that it is a case of a build up of galvanic corrosion. In regard to rusting, it can be said, in general, that all materials, even so-called rust-free/stainless steel are only resistant to rust to a certain degree. This defense against rust can only be relied upon when the material is dry and is not stored with other metal materials. All metallic contact in damp/wet conditions release electrolyte reactions which results in contact corrosion. No fault was detected with the product. Device is not distributed in the united states, but is similar to device marketed in the USA.